Manufacturer narrative:
A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. The polyimide guidewire lumen was completely separated from the body of the catheter. There was no other damage found to the catheter. The guidewire lumen was pulled away from the catheter shaft. This action happens outside of the body while the catheter is being removed simultaneously with the guidewire and the guidewire and catheter are pulled in opposite directions causing the tearing of the lumen.

Manufacturer narrative:
Device has returned for evaluation and an investigation has been opened to review device and history records, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: procedure went as planned, but when removing the pronto v4 it started unraveling, and ended up separating. Entire catheter stayed on wire so we're able to remove everything, and nothing the broke off in patient. No harm to patient, or medical intervention required.